Event description:
The customer alleged that the unit was emitting odor and smells. There were no physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site. The fse found crack in tail piece causing disinfectant and water to leak into system. The fse replaced tail piece assembly. The fse ran empty test cycle. Unit operating within manufacturer's specifications.